Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hypersensitivity and infection are listed in the supera instructions for use as a known potential patient effects associated with the use of the product. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. On (B)(6) 2018, a 5.0x120mm supera self-expanding stent was deployed; however, two to four days post-deployment the patient developed a severe rash and headache. The patient has been treated with various creams, steroids, antibiotics, and antihistamines. The patient was treated for left leg cellulitis with anti-histamines, steroids, and intravenous antibiotics via a peripherally inserted central catheter for two weeks. The patient has a scheduled bypass surgery on (B)(6) 2019, at which time the stent will be removed to prevent further allergic reaction. No additional information was provided.